Event description:
Same event as MFR# 6000093-2007-02337. It was reported that during an angioplasty procedure, a guide wire fracture occurred. The 50-60% stenotic lesion was located in the proximal anterior tibial vessel. While advancing the platinum plus guide wire and a support catheter, the wire curled back on itself. The physician decided to exchange the guide wire. When the guide wire was pulled back into the catheter the distal 1.5 cm of the guide wire detached. The physician decided to leave the fragment where it was with the distal tip embedded in the side wall of the vessel. The physician then used a new platinum-plus wire and performed angioplasty with a maverick otw balloon. The balloon was able to be inflated to 10 atms before it started to lose pressure. Upon removal and inspection, a proximal pin-hole was found in the balloon. The procedure was successfully completed with another maverick otw balloon catheter. Further information about the event has been requested.